Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure error code e226 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and the endoscopic image cannot be displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of error code e226 could not be established because the event was not reproduced. Additionally endoscopic image cannot be displayed cause due to disconnection in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed error 226 on the processor. There were no reports of patient harm.